Event description:
Customer reported receiving an inaccurate reading on their freestyle flash blood glucose monitor compared to a lab reading within 10 minutes. Results of 501 mg/dl and 123 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.